Event description:
It has been reported that an abutment screw fractured inside an implant. The fragment was removed successfully. The implant is still in the pt's mouth. Pt injury has not been reported.